Manufacturer narrative:
Examination of the returned cable was able to confirm the reported issue. The cable was out of specification during an in-vitro calibration simulator inspection. This is thought to be caused by component failure or an open connection internally. There was no physical damage seen during visual inspection. The customer will be instructed to scrap the cable. A follow up submissions will be sent to communicate the results of the device history records review. The cable reported in this complaint was not used on a patient but was being tested in a service center. If the cable would have been used on a patient, there are issues that need to be considered with the potential for inaccurate values of an svo2 value during patient care. With any hemodynamic monitoring, readings can change quickly and dramatically. Readings should correlate with the patient¿s clinical manifestations. Svo2 is one indicator of multiple hemodynamic parameters that are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported before use, during an inspection with a simulator in our technical service center, an om2 cable was found to display svo2 values that were out of specification. The svo2 values were 81¿ 87% for in-vitro calibration. The specification is 79 ¿ 85%. There was no patient involved in this event.

Manufacturer narrative:
The device history record was reviewed; no related non-conformance were found. No previous related record of servicing were noted.